Manufacturer narrative:
Occupation: education coordinator. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 21 days of intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. A short time later, a rupture occurred and blood was seen in the tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A new iab was successfully inserted via right axillary to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.